Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms on the right ventricular channel. At this time, the cause of the event has not been determined and no intervention has been performed. The ICD remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicates that the system has continued to exhibit high out of range shock impedance measurements of greater than 125 ohms. The plan is to continue to monitor the patient and no intervention will be performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--